Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all the affected stations were communicating internally with the server, because of this the devices did not enter the critical override state. Furthermore, it was confirmed that the device's logs showed successful user log ins during the customer's communication downtime. The authentication process took longer than expected to process but the logs show that users kept attempting and were able to successfully log in after several minutes. The system functioned as intended.

Event description:
It was reported by the customer that all pyxis devices did not enter critical override mode when devices lost connection due to an unexpected technical issue with the customer's internet infrastructure. The customer stated that there were patients in endo, surgery, and other procedural areas, they did not have a list of the specific procedures affected. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that on the bd pyxis medstation all profiled devices were not going into critical override mode and all non-profile devices were not being able to be logged in during downtime. There was no epic access, and no patient care areas could access any medication. The downtime lasted approximately for an hour. This affected patient care everywhere including patients undergoing surgery. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, g2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-nov-2021 to 10- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was caused by the disconnection that occurred at that time. The technical support specialist confirmed that the stations were still communicating internally with the servers, none went to critical override mode. The system functioned as intended after the technical support specialist assessed the device.